Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the device had stopped working and had "a kink." The patient needed an MRI. No further complications were reported.